Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump battery was unresponsive. Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 400 mg/dl and ketones identified as life threatening by a healthcare provider. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.